Event description:
It was reported that the patient presented via remote transmission. Upon review, the right atrial lead (ra) exhibited noise that was oversensed by the device and led to an inappropriate automatic mode switch. The ra lead also exhibited over-sensing t waves. The patient was then brought into clinic and programming changes were made. The patient was in stable condition.